Event description:
It was reported that during an unknown procedure, there was no staple formation after firing. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Breakaway washer indented. Additional information: after the device was fired the staples were not the proper b form shape? There was no stapler formation because the sockets were empty, there was no sign of pins. Did the device cut? Yes, the device cut. If the device cut with no formed staples, what occurred after the device was removed from the patient? What were the any additional steps taken when the device did not staple? Doctor managed with suturing. How was the case completed? The patient has recovered without any complication. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.